Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant the anchor sleeve slipped over the lead on the right atrium and it dropped to the heart and moved to the pulmonary artery. The physician removed the anchor sleeve with a loop handle through the femoral vein. The lead remains in use. No patient complications have been reported as a result of this event.